Event description:
Plate was initially implanted for a supracondylar comminuted right femur fracture. Broken device was removed on 11/99. It was also noted that the pt was non-compliant with regard to post-operative weight bearing.

Event description:
Dcs plate, implanted on 8/1999 for a right femur fracture, broke 2 months post operative in 10/1999. Plate has been removed, but the date of removal is unknown.